Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen, chest and flanks on (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the mid and low abdomen on (B)(6) 2022 with coolsculpting cooladvantage coolcore, cooladvantage, coolcurve+(may have/has) developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/24/2023. Corrected data: h6. Changed data: b5 d1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen, and chest areas on (B)(6) 2022 using the cooladvantage, coolcore applicator and to the flanks using the cooladvantage, coolcurve+ applicator, who presented with paradoxical hyperplasia (ph) after treatment. The mid and lower abdomen, chest, and flank areas were confirmed as having ph.